Event description:
It was reported that the device's service wrench icon is flashing. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.